Event description:
Complainant alleged that the medics responded to a call for a pt, who was in a cardiac arrest condition. The medics determined that the pt was presenting a ventricular fibrillation heart rhythm, but the device gave three "no shock advised" prompts to the shockable heart rhythm. The pt was transported to the hosp emergency room, where pt defibrillation was performed. The pt subsequently expired.